Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding an unknown patient who was receiving and unknown drug of unknown concentration at an unknown dose rate via an implantable pump for an unknown indication. It was reported that as per an hcp's office, they observed a stopped pump may exceed tube set massage on the pump's print out. The date of the event was unknown. It was also unknown if the patient experienced symptoms. The company representative planned to follow-up/visit the hcp to obtain more information.